Manufacturer narrative:
During a site visit by the field service engineer (fse) the analyzer was inspected and discovered that leakage occurred from a split in the waste tubing which caused damage to the waste pump motor and charring to the connector. All parts were replaced by the fse which resolved the issue. A review of the service history for the architect (B)(4) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the architect c4000. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and contains adequate information on troubleshooting, removal and replacement of the part. The charring observed was limited to the connector and the damage did not spread to other parts of the instrument. Based on the investigation, no product deficiency was identified.

Event description:
The abbott field service representative (fsr) reported a charred cable connector while performing an inspection on the architect c4000 analyzer. No impact to user safety or patient management was reported.